Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported through follow-up with the physician's office that the clinic had no record of the cause of death and no device interrogation details were available.

Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient died about 10 years prior and the patient family member stated "they think something was wrong with the lead" because the patient received shocks. There was no concern with the device, however the patient family member was "worried about (the) lead" and if "oversensing had led to heart failure".